Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, service code 107) was confirmed. Upon investigation the monitor was displaying the reported service codes when connected to an electrode belt, and then was unable to power up. The cause for the power up failure was isolated to a shorted +1.8v power supply at the u1003 pld component. The root cause for the shorted pld was isolated to a shorted +3.3v power supply at the u500 dsp on the monitor c/a board. The root cause for the shorted u500 component could not be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, service code 107) was confirmed. As received the electrode belt failed incoming functional testing. The cause of the failure is a defective esd700. Pin 5 on esd 700 was found to be out of tolerance. The root cause for the out of tolerance pin cannot be positively identified. No adverse event resulted from the defective monitor or the defective electrode belt. The patient received a replacement monitor and electrode belt. Device manufacture date: sn (B)(4): 03/01/2013. Sn (B)(4): 06/01/2012.

Event description:
A (B)(6) male patient called zoll customer support to report that his monitor was displaying a service code 204 and a service code 107. The patient was issued a replacement monitor and electrode belt.